Event description:
It was reported during a da vinci bilateral inguinal hernial surgical procedure that the 8mm harmonic ace instrument was not recognized.the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece approximately 09.63 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint was confirmed by failure analysis.the probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.